Manufacturer narrative:
B3: approximated to april 1, 2025, based on the date the manufacturer became aware of the event. E1: initial reporter facility name: (B)(6). H2: additional information: block e1 (initial reporter address 1, initial reporter city, initial reporter zip/post code and initial reporter phone) has been updated based on the additional information received on april 25, 2025. H6: imdrf device code a150103 captures the reportable event of clip dislodged immediately. H11: correction: block e1 (initial reporter email) has been corrected.

Event description:
Note: this report pertains to one of two resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used for polypectomy during an unknown procedure performed on an unknown date. During the procedure, the clip dislodged immediately from the catheter upon coming out from the scope tip; thus, the clip was unable to open. Another of the same device was opened, and the same problem occurred. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to april 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip dislodged immediately.

Event description:
Note: this report pertains to one of two resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used for polypectomy during an unknown procedure performed on an unknown date. During the procedure, the clip dislodged immediately from the catheter upon coming out from the scope tip; thus, the clip was unable to open. Another of the same device was opened, and the same problem occurred. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
B3: approximated to april 1, 2025, based on the date the manufacturer became aware of the event. E1: initial reporter facility name (B)(6). H6: imdrf device code a150103 captures the reportable event of clip dislodged immediately. H11: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached from the bushing but attached to the control wire and with evidence of soft deployment. Microscopic inspection was performed and it was noted that a first activation was not performed. No other problems with the device were noted. The reported event of clip dislodged immediately was confirmed. It was found that the device was returned with evidence of soft deployment and without any activations. This means that the capsule became detached from the bushing, losing its functionality to open and close properly. The soft deployment may have been caused by any unrecorded impacts to the joint during preparation, by the insertion of the device into the scope, or the physician's technique. The joint capsule bushing might have detached due to an external force impacting this joint. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure.

Event description:
This report pertains to one of two resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used for polypectomy during an unknown procedure performed on an unknown date. During the procedure, the clip dislodged immediately from the catheter upon coming out from the scope tip; thus, the clip was unable to open. Another of the same device was opened, and the same problem occurred. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.